Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2012. The patient reported is experiencing eye grains, which happen more often on the right side and may be triggered when the light hits the edge of the lens. The icl remains implanted.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? Lens implanted.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.lens implanted.